Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis required manual login by the user to remove medications. A technical support specialist (tss) assessed the reported issue and determined that the behavior was likely related to a device configuration concern or a biometric identification issue. The tss confirmed that the customer was able to resolve the issue independently and that no additional occurrences had been reported. The tss verified stability of the system and proceeded with case closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis required manual login by the user to remove medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.